Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to inflation issues caused by the pump being hard to squeeze. The device was explanted and replaced with a malleable device. No patient complications were reported.